Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the dh010, used with a h2tuv had no function. Another instrument was used to complete the case. There was no consequence to the pt.